Event description:
During maintenance of the device the user observed that it did not switch from ac to backup battery power as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.